Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye revealed that the patient adapter was detached from the tubing. The patient adapter was not received. No pouch was received. The reported condition was verified. Functional testing was not performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set had tubing damage. The male patient connector of the transfer set was separated from the tubing. When found, the treatment was stopped. There was no patient injury or medical intervention associated with this event. No additional information was available.